Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 448 mg/dl with vomiting and polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged that the pump had reached the two-hour maximum limit and the patient states they did not bolus that much insulin. The reporter was unwilling/unable to complete troubleshooting of the pump in association with the alleged pump issue. The patient reportedly has other health conditions and medications that could not be ruled out for having contributed to the alleged adverse event; hypothyroidism for which the patient takes levothyroxine 50 mg and captopril. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged inaccurate delivery issue.